Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related improper reprocessing due to leakage occurring from the plug unit. The metal protruding from breakage at the a-rubber is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the detection method in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had leaking at the supply plug. The device was returned for evaluation. During the device evaluation, the unknown foreign material was found inside the suction cylinder. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to deformation of the plug unit water tightness was lost. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: air/ water cylinder had no color, suction cylinder had no color, light guide bundle had breakage, light guide lens had a stain, connecting tube had a wrinkle, universal cord had a wrinkle, and multiple parts had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.